Manufacturer narrative:
Stretcher tipped towards the head end due to majority of the pts weight at the head end of the stretcher.

Event description:
It was reported that a stretcher would tip towards the head end due to majority of the pts weight at the head end of the stretcher. There was an adverse event with the injury of a nurse. When the stretcher tipped up the nurse grabbed the foot end to prevent the stretcher from completely tipping and strained their shoulder. There was pt involvement and adverse consequences to the caregiver.